Manufacturer narrative:
Correction: brand name corrected from faradrive to farawave. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position; however, catheter was not able to undeployed when moving the slider switch back to its original position. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugated below in the distal section of the catheter tip, constricting the guidewire lumen. Under microscope it was possible to confirm the accumulation of corrugated below. The reported event was confirmed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter could not undeploy properly after it was deployed to basket shape. Due to this the catheter would not pull back into the sheath. The guidewire was able to be extend and retract freely. The physician attempted to deploy the catheter into flower shape and undeploy multiple times with different amounts of pressure on the orange slider switch. However, the undeployment issue persisted. The guidewire was exchanged, and the new one was advanced through the catheter into the left atrium. The catheter was pulled as far back into the sheath, about 3/4 in, as possible and both devices were removed over the exchanged guide wire. The catheter was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter could not undeploy properly after it was deployed to basket shape. Due to this the catheter would not pull back into the sheath. The guidewire was able to be extend and retract freely. The physician attempted to deploy the catheter into flower shape and undeploy multiple times with different amounts of pressure on the orange slider switch. However, the undeployment issue persisted. The guidewire was exchanged, and the new one was advanced through the catheter into the left atrium. The catheter was pulled as far back into the sheath, about 3/4 in, as possible and both devices were removed over the exchanged guide wire. The catheter was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.